Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received eight appropriate treatments and an inappropriate treatment. The device was started up at 01:53:38 at on (B)(6) 2024. At 03:47:06, an arrhythmia was detected. ECG shows vf with motion artifact. At 03:47:47, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 50 bpm. At 04:00:12, an arrhythmia was detected. ECG shows vt @ 270 bpm with CPR/motion artifact. At 04:01:19, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 210 bpm with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 90 bpm with CPR/motion artifact. At 04:01:54, the patient received the inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus bradycardia @ 30 bpm with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 40 bpm with CPR/motion artifact and hb. At 04:21:58, an arrhythmia was detected. ECG shows vf with motion artifact and varying rates/amplitudes. At 04:22:36, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf with motion artifact and varying rates/amplitudes. Post shock rhythm was sinus bradycardia @ 20 bpm with CPR/motion artifact. At 04:39:13, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 04:39:58, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 04:40:37, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 04:41:43, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was sinus rhythm @ 90 bpm. At 04:43:02, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 04:44:15, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was sinus rhythm @ 60 bpm with CPR/motion artifact. At 04:46:51, an arrhythmia was detected. ECG shows vf. At 04:47:30, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 230 bpm with CPR/motion artifact. At 04:48:19, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was sinus rhythm @ 70 bpm with CPR/motion artifact. The electrode belt was disconnected at 04:49:41 on (B)(6) 2024.